Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited under sensing. The device was reprogrammed. The patient was in stable condition.